Event description:
It was reported that revision knee for repeated effusion requiring aspiration. Differential diagnosis of inflammation secondary to poly wear. At surgery the poly was removed with no obvious sign of increased wear, a significant degree of synovitis was present in the posterior compartment and was removed. At this time, a defect was noted on the femoral component and it was decided to revise the femoral component.

Manufacturer narrative:
This is the same pt/event as MFR 9610726-2006-00071.